Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The complaint indicated that the nurse activated the pbbcs without using a gauze on top of the needle or outside the vein, causing the device to splatter blood. As stated by bd's instructions for use: activation of the device while the needle is still in the venipuncture site is recommended. Activation of the device after the needle is removed from the site should be performed away from self and others, since external blood droplets/IV fluid droplets may result.

Event description:
It was reported that the push button was splattering blood when activated with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: a nurse had an incident where she try to activate the pbbcs without using a gauze on top of the needle or outside the vein, causing the device to splatter blood.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the push button was splattering blood when activated with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: a nurse had an incident where she try to activate the pbbcs without using a gauze on top of the needle or outside the vein, causing the device to splatter blood.